Event description:
It was initially reported to boston scientific corp on (B)(6), 2009 that a radial jaw 3 single-use biopsy forceps device was used during a biopsy procedure performed on (B)(6) 2009. According to the complainant, during the procedure, they were unable to open the cups. The procedure was completed with another radial jaw 3 single-use biopsy forceps device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; bent clevis.

Manufacturer narrative:
(B)(4) unable to open cups. Visual examination of the returned device presented bent clevis. Functional evaluation found the device could open and close within specification. Dimensional inspection (v gage test) was performed and the device was out of specification. The cause of the bent clevis is a mfg issue since the returned device failed the v gage test. The device history record for this lot was reviewed; no anomalies were noted. A search for similar complaints was completed and found no other complaints were associated with this lot. A labeling review was performed and no anomaly was found. (B)(4).